Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within spec. Device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Hardware low levels alarm was confirmed in the pump history due to cold solder joint on keypad assembly. Unit received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 63. The insulin pump alarmed pump error 63 again after troubleshooting. Customer's blood glucose level was 40 mg/dl. The customer ate something to treat their blood glucose level. The customer was advised that the device would be replaced and agreed to return the product for analysis.